Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump and reconnecting glucose sensor, confirmed malfunction did not recur, advised customer to reload and resume insulin on their own, and instructed customer to call back if problem returned, with customer acknowledging and understanding these instructions.